Event description:
It was reported that a patient underwent a laparoscopic total gastrectomy procedure on (B)(6) 2012 and an absorbable hemostat was used. The surgeon applied the absorbable hemostat onto the the bleeding surface of the spleen and did not achieve satisfactory hemostasis. The surgeon reported that it was hard to irrigate the absorbable hemostat out and remove it. The operating room time was delayed and the patient lost a lot of blood. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4) - inability to achieve hemostasis. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00923. The same patient is represented in each medwatch.